Manufacturer narrative:
The customer reports that the multi gas unit is not monitoring the co2 correctly. This has happened on two separate occasions. The unit was warmed up for an hour before use each time. The sample line and water trap were both changed. The multi gas unit was sent in for evaluation and repair. The unit was cleaned and evaluated. The reported problem of "not monitoring the co2 correctly" could not be duplicated through testing, trouble shooting, and extended operation of the device. Review of the device history indicates no previous cnd status. The unit was tested per the operator's/service manual and the results were recorded on the maintenance check sheet. The unit operates to manufacturer's specifications. Unit will be returned back to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reports that the multi gas unit is not correctly monitoring the co2. This has happened on two separate occasions.